Event description:
(B)(4). Serious injury alleged. Malfunction alleged. Per consumer's daughter, the shower chair broke while being used in the shower. Ems was called. Consumer fell and has been in hospital for 3 days since, because he hit his head. Allegedly, the seat cracked in the middle in a v or u shape after 5 minutes of sitting on it. A nurse aide was present during the time of the incident. MDR filed.